Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was last night the patient received a message on their handset that said data has been lost and to contact their clinician. Patient rep said the patient had to meet with their manufacturing representative, on (B)(6) 2023 for reprogramming when this happened the first time and texted the rep this morning about the recurring issue. Patient rep said patient has not had any procedures or any emi interactions. Patient rep said the rep told them to call for a new handset. Reviewed 'internal data lost' message with patient rep and explained message is coming from ins, not the programmer. Reviewed that patient can try a new programmer but issue is within ins and may not solve issue. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They stated that the patient indicated this was their second time of seeing "all data has been lost". They stated that the patient's husband charged the device every 2 weeks and the ins was usually at 10-20% charge level. Both times when the data lost occurred, the patient was at home. They are in a manual wheelchair, not electric. Patient received a replacement controller yesterday. The rep stated they were using the replacement handset to program all the settings. They had to program the ins out of box, program 1 was on, and they added the reset of the programs. Patient services reviewed the need to send in log files and transferred the rep to healthcare it. They could not send device logs as they didn't have their computer with them. They reprogrammed the patient's device. Patient services suggested charging the ins once per week and keeping a diary of the charge level.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.